Manufacturer narrative:
No further information was able to be obtained. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to patient/surgical factors unrelated to the device and the root cause of the reported system message cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported difficulty measuring a patient with a myopic eye during surgery. The patient was "super" near sighted with a long axial length. The patient needed a minus power intraocular lens. When trying to take measurements, the system suggested a -2 for the lens power. When the calculations were brought up on the screen, plano was the choice but when the nurse pushed -1 as what the surgeon wanted, the system shut down. A system message displayed that stated "the given key is not present in dictionary". The system was rebooted and it came right back up to the same point. The surgeon implanted a -1 lens and the patient was noted to be close to plano postoperatively.